Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having problems communicating and coupling with their device. It was stated the device moved and was tilted causing recharging and coupling issues. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.